Event description:
Information was received from a consumer regarding a patient receiving dilaudid, bupivacaine, and fentanyl via an implanted pump. The indication for pump use was malignant pain. The patient reported that they have been having some issues with the pump itself. The patient stated that the pump was ¿somewhat painful;¿ they ¿can feel it pulling;¿ and they ¿have noticed they are leaning down towards the pump at times.¿ additional information was received from the patient who reported that they have been having trouble accessing the pump and they may be going to have surgery on the pump to "fix the problem". The patient stated they experience pain at the pump implant site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.